Event description:
Since implant, the patient had had no therapeutic effect. At the first refill following implant, the actual residual volume was greater than the expected residual volume (arv: 18cc; erv: 3cc). There were no alarms and there was nothing abnormal in the event logs. On (B)(6) 2012, a catheter revision was done; the week prior they had tried to do a catheter access port (cap) aspiration and got nothing back, so they took the patient to the or. During surgery, they went in the patient's back; nothing was changed. They went in the front and tried to go through the cap directly with the needle and couldn't get anything back and couldn't flush. They took the sutureless connector (sc) off and got free flowing csf. The sc was changed. They had no issues when they purged sterile water through the cap without the catheter connected but when they re-connected the catheter to the pump they were unable again to aspirate through the cap. This occurred with 2 different scs, so they decided to use a non-sc connector rather than an sc and it worked. Following the revision, the patient was benefitting from the intrathecal baclofen therapy. The device system was delivering compounded baclofen.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8578 lot# serial# unknown, product type accessory product ID 8578 lot# serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the 8709sc catheter (serial # (B)(4)) found no significant anomaly. Final device analysis revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments. (B)(4): analysis of the 8578 catheter (serial # unknown) found sc connector indent in seal and occlusion related to complaint. (B)(4): analysis of the 8578 catheter (serial # unknown) found no anomaly.